Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with cefazoline and tobramycine (ip, for 15 days, dose and frequency not reported) ciprofloxacin for the peritonitis. On an unreported date, cefazoline was discontinued and the patient began treatment with ciprofloxacine (po (by mouth), dose and frequency not reported). The patient recovered from the event. No additional information is available at this time.